Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6)2018, the subject device was attempted to be implanted as a replacement of a previous paradym rf sonr crt-d implanted on (B)(6)2013, because a normal discharge of battery. Before connecting the already implanted leads to the new subject device, all the impedance measurements were taken with a pacing system analyzer (psa) and were ok. During the implantation procedure, after tightening the screw of the left ventricular lead (medtronik 4296, s/n (B)(4)), the impedance obtained was very high (> 3000 ohms). Then the screw was loosened, the lead connector was withdrawn and inserted and tightened again but the impedance was still too high. After several attempts and obtaining the same high impedances the physician decided to replace the device by another platinium crtd sonr 1811, with good results.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018, the subject device was attempted to be implanted as a replacement of a previous paradym rf sonr crt-d implanted on (B)(6) 2013, because a normal discharge of battery. Before connecting the already implanted leads to the new subject device, all the impedance measurements were taken with a pacing system analyzer (psa) and were ok. During the implantation procedure, after tightening the screw of the left ventricular lead (medtronik 4296, s/n (B)(4)), the impedance obtained was very high (> 3000 ohms). Then the screw was loosened, the lead connector was withdrawn and inserted and tightened again but the impedance was still too high. After several attempts and obtaining the same high impedances the physician decided to replace the device by another platinum crtd sonr 1811, with good results.